Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The customer contacted philips, and reported that the flow sensor assembly was replaced, and that a performance verification test was completed. The device was able to pass all testing. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
A follow up was performed with the customer, and the customer provided additional details regarding the event. It was reported that the flow sensor was registering a flow during standby mode, and moved the device to normal operations. The customer determined that the flow sensor assembly needed to be replaced, and the part was ordered. The investigation is ongoing.

Manufacturer narrative:
An additional follow up was performed with the customer, and it was reported that the issue was caused by a contaminated are inlet filter. The end user never changed the filter, and over time the air flow standard liter per minute (slpm) reading was at -5 slpm. The customer then noted that the out-of-range air flow caused the device to come out of standby. The customer reported that the flow sensor assembly shipment is on backorder/hold.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not stay in standby mode. The customer stated that during setup, the device does not stay in standby mode. During troubleshooting, the rse reported that the software was 3.0, and the touchscreen was operational. The rse also noted that the average air reading in the pneumatics was -2.9 liters per minute (lpm), when set to zero (out of specification); the inlet filter was also fairly dirty. The rse recommended that the gas delivery system (gds) or flow sensor assembly needed to be replaced to correct the issue. The rse also provided informed the customer about air inlet filter management. The customer was provided with the part number for the replacement parts. The investigation is ongoing.